Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber broke after approximately five to ten minutes of use. It was indicated that a power of 130 watts was used, the fiber was cleaned and there was normal fiber irrigation. The procedure was completed with a different device without patient complications.